Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, b5, h6 (type of investigation, investigation findings, component codes, medical device ¿ problem code, investigation conclusions)corrected data: date of event a getinge field service engineer (fse) conducted an onsite inspection. At that time, the cause of blood ingress into the balloon could not be determined. The user had not yet established a repair plan, and the unit removed from service. During a follow up inspection, conducted after the equipment had been exposed to blood, the fse identified a malfunction of the pneumatic interface module (pim). This malfunction was not observed during initial onsite testing when the blood ingress was discovered. Further analysis concluded that the malfunction was caused by blood contamination entering the consumable components. This type of damage is not covered under getinges warranty, and as such, getinge is unable to support repair of the unit under warranty terms. Currently, the distributor is managing the case, and the equipment has not been repaired. The equipment remains out of service and cannot pass operational testing at this time. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) experienced a balloon rupture. There was patient involvement; however, no injury or harm occurred.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had a malfunction. There was no patient harm or injury reported.